Event description:
A customer reported to baxter (B)(4) of an interlink y-type catheter set in which a nurse observed the straight part of the tubing falling off from the y-site. The reported condition occurred during patient use when the nurse was flushing the IV. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an interlink y-type catheter set in which a nurse observed the straight part of the tubing falling off from the y-site was confirmed during sample evaluation. Actual defective sample was not provided for evaluation. A photograph was available for visual inspection. The photo shows that tubing was separated from the y site. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.